Event description:
The customer reported that the system would not save all the images and there was a loss of data. There was no patient injury or death reported.

Manufacturer narrative:
Ge service representative performed an onsite investigation. The reported issue could not be duplicated. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.